Manufacturer narrative:
1038671-2022-01240 d10: concomitants: 2323787 200-02-32 - three peg patella 32mm. 2416222 204-04-44 - trapezoid tibial tray sz 4f/4t. 2891294 02-010-01-0340 - logic femoral ps cem right sz 4. 33039 203-96-01 - (11-2222) saw blade new stryk (.050). 43326 203-96-03 - (11-2216) saw blade new stryker (.050). The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and disassembly of the screw hole caps from the tibial tray. An additional factor to the revision surgery may have been inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported via legal documentation that approximately 90 months after a total knee replacement procedure, the patient has experienced balance problems, ambulation or postural difficulties, discomfort, pain, osteolysis along with failure of implant. No further issues or complications were reported. No additional information is available.